Event description:
The following description of the event was documented by a carefusion tech support specialist in response to info provided by a distributor in (B)(6). "Our dealer claims the uim [user interface module] on this ventilator does not power up, only the leds on the membrane panel are lit up. They claim the uim is the problem, this is the only info provided by our dealer, there was no info regarding if this ventilator was on a pt when the problem occurred. We requested this info from our dealer."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer reporter to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the cause of this event was a faulty user interface module (uim). The foreign distributor was shipped a replacement user interface module to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faculty user interface module for evaluation. As of 02/06/2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted.